Event description:
The caller alleged discrepant results when repeated the test. The test results are as follows: date: 2008, 1, 2008, 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of repeated inratio test. Test results are as follows: 2008, 1, 2008, 2.1, average 1.55, stdev 0.78. %cv 50.18. If the %cv is greater than 20% as per internal procedure rev.2 the criterion is not met. Product will be investigated.